Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/8/2024. H6 component code: g07002 no device problem found. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received, one used needle suture that pertained to product code j340h. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture was examined and the end of the suture was observed to be cut, probably caused by a surgical instrument. In addition, body fluids were found on the strand. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending device evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: please clarify if the suture or needle broke into separate pieces or if the entire suture separated from the needle.=>the suture broke close to the swage area. Please provide the source or name and title of the external person providing answers to follow-up

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was uses. During the procedure, the connection part of the needle and the suture was broken with light force. The suture broke close to the swage area. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.